Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure the instrument blade broke when cleaning the device. The operation was completed using diathermy. There was no patient consequence.